Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds post-implant. During a revision procedure of the rv lead, the right ventricle was perforated. The patient was taken to the operating room and a pericardial window was performed. Following the procedure, the patient was placed on extracorporeal membrane oxygenation (ECMO). The rv lead is still in use. The patient experienced tamponade and pericardial effusion as a result of this event. No further patient complications have been reported as a result of this event.